Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited loss of capture (loc) on the right atrial (ra) lead. It was stated that the ra lead is not a boston scientific product. Technical services (ts) recommended testing the ra lead in clinic. A right atrial automatic threshold (raat) test had also failed due to noise. This device remains in service. No adverse patient effects were reported.